Event description:
Received a normal control test result of 62 mg/dl. The range is 110-159 mg/dl. The customer also alleged erratic blood glucose readings. The customer would receive blood glucose results over 400 mg/dl and immediately after, results in the 200's (mg/dl). The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.